Event description:
It was reported that during a brevera procedure on (B)(6) 2023, after the needle was fired during a biopsy an error code showed and the biopsy could not be performed. A second needle was placed and the same issue occurred again. The procedure had to be rescheduled.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based on the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: a field engineer examined the device and replaced the driver assembly and in-line vacuum filter. Ran through all testing several times without errors. The device meets the manufacturer's specifications. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved in this event: 1222780-2023-00262.